Manufacturer narrative:
Supplemental MDR is being submitted for additional information provided for valve serial number and updated patient information. The following sections of this report have been updated: b5 (describe event or problem), h4 (serial number and device manufacturer date), e1 (hospital address line) and h4 (device manufacturer date).

Event description:
Of note, per report, the cause for the 1st valve being implanted too low was the patient¿s aortic arch was narrow with significant angles, and manipulation with the delivery system were accurate; however, challenging. The patient is doing well.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and paravalvular leak (pvl) requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report the cause for the malposition and subsequent pvl was patient factors (complex aortic root anatomy). There was no allegation or indication that the event was related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during implant of a 23mm sapien xt valve, in the aortic position. The valve was deployed in a too low ventricular position (20:80 aortic/ventricular) resulting in a paravalvular leak (pvl). A second sapien xt 23mm valve was implanted to correct the significant pvl. The patient is stable. Per report, the cause for the for the malposition was due to the patient¿s complex aortic root anatomy.